Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient programmer (pp) was not responding normally when they tried to use it. When they tried to press the "check" button, the screen of the pp went blank. When they tried to press the on/off white button on the pp, it showed the splash screen as thought the pp was resetting itself. The patient was using normal alkaline batteries which were the same kind they had always used in their pp. No out of box failure was reported. A medical/therapy problem was reported to be associated. The caller reported the patient just had a replacement of the ins due to normal depletion and the day prior the patient wanted to turn down stimulation because it was too high. The patient was not able to turn down stimulation because the patient programmer would not communicate with her ins. The patient was having significant discomfort because she could not turn her stimulation down. It was recommended the patient call into repair for a replacement. No further complications were reported or anticipated. (B)(6) 2018 (rep, con): additional information was received from the consumer via the manufacturer representative. It was reported the cause of the stimulation being too high was due to the patient being confused about their settings. No troubleshooting was done because the patient called and said she was fine and had figured out the issue. The issue was resolved at the time of the report.